Event description:
The customer was hospitalized several times for low bgs. It was reported that the customer has low bgs after the infusion set is changed. Also the customer has been doing the manual prime while connected. Advised the customer to be disconnected until its time to do the fixed prime.